Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the sample was returned bloody. The catheter was returned inserted through an unknown 7fr introducer sheath. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 12mm x 4cm balloon. The balloon was fully advanced through the distal end of the introducer sheath. A complete circumferential shaft break was noted at the proximal balloon glue joint. The break was examined under microscopic magnification and the edges of the catheter break were jagged and stretched, likely indicating that excessive force was used. The polyimide was intact and the device remained in one piece. It is likely that the break was a result of the retraction issues. The balloon was examined under microscopic magnification and the distal end of the balloon was bunched and partially prolapsed over the distal tip, likely indicating retraction issues. No other anomalies were noted to the catheter. The distal tip of the introducer sheath was examined under microscopic magnification and was observed to be flared, likely indicating retraction issues. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. No additional functional testing could be performed due to the condition in which the sample was returned (i.e. Break at proximal balloon glue joint). Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a complete circumferential outer catheter shaft break at the proximal balloon glue joint and sheath retraction problems. It is likely that excessive force during retraction caused a break in the outer catheter at the proximal balloon glue joint. The definitive root cause for the retraction problems could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current vaccess pta balloon catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during retraction, the pta balloon allegedly mushroomed at the distal tip of the balloon; therefore, the sheath and balloon were removed as a single unit. Access was maintained with the guide wire and another sheath was then inserted and another balloon was used to successfully complete the procedure. There was no reported impact or consequence to the patient.